Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient reported extreme urgency, pressure, and pain, sometimes it comes out and sometimes not. Patient has a horrible urinary tract infection (uti) and antibiotics don't get rid of it. Patient says they have had problems intermittently all weekend, and has not slept in 3 nights. Patient does not feel stimulation, and it was concluded, that the ins was off. Patient turned their device on and patient felt stimulation again. Patient was on program 2 at 3.4v and was suggested to stay on that setting and to track their symptoms. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with the healthcare provider (hcp). Patient should contact their hcp if the problem does not resolve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.